Event description:
It was reported by the representative that the (1) prw35 was used during an unknown procedure. It was reported that the staples failed (the staples would not close) and another device was opened. There was no pt consequence.